Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system during the prime process; the motor pushed all of the insulin out prior to alarming. The patient's blood glucose at the time of incident was 7.0 mmol/l. Troubleshooting was initiated for the rewind and prime issue. The drive support cap appeared normal. A normal bolus was programmed into the air and the bolus amount was properly recorded in the bolus history. A temp basal was not programmed prior to the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform the self-test, a21 error test, occlusion, prime and no delivery tests due to a33 alarm. However, the insulin pump passed the displacement test and currents test. The insulin pump was received with cracked battery tube threads, reservoir tube lip, minor scratched display window and missing the end cap sticker.